Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year-old male patient experienced high blood glucose level of 600 mg/dl due to a bent cannula which they tried to treat this with multiple daily injection. Subsequently, on (B)(6) 2021, he was hospitalized due to diabetic ketoacidosis where fluids of saline, insulin and intravenously drug was administered (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, he was released with the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.